Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer requested assistance with pump programming. Assisted customer with requested programming. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1884 was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the and self-test. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring. Test guardian link 3 transmitter pairs successfully to pump. Pump was cut open to perform visual inspection and no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, missing o-ring (reservoir tube), cracked reservoir tube lip, partially broken retainer, and retainer knit line damage. No com pump to xmtr was not confirmed during testing. Damaged retainer ring confirmed. Unable to lock a test p-cap was confirmed during testing. Moisture damage was noted found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.